Event description:
It was reported the customer had cracks on their insulin pump. Customer also had to change their battery frequently. The customer also reported having unexplained no delivery alerts. Customer's blood glucose was unknown. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.